Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea) and fluid in their lungs on (B)(6) 2021. The patient's discharge summary was received on 24/may/2021. The documents confirm the patient presented to the emergency room (ER) with dyspnea (intermittent, yet gradually worsening over 3 days). Additionally, the patient reported experiencing abdominal pain after the completion of ccpd therapy on (B)(6) 2021. The patient was admitted for acute hypoxia, and the nephrologist ordered a hemodialysis (hd) catheter (not a fresenius product) be surgically placed. Upon admission the patient underwent an abdominal computed tomography (CT) scan which revealed the presence of bilateral pulmonary edema. On 8/may/2021, the patient received a tunneled (permanent) right intrajugular hemodialysis (hd) catheter (not a fresenius product) without issue and transitioned to hd for rrt. The patient was discharged in stable condition on (B)(6) 2021 and began in-center hd therapy. During communication with the patient's pd registered nurse (porn), causality was attributed to the patient's inability to "keep up" with their pd treatments (specifics not provided). The liberty select cycler is pending return to the manufacturer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).